Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported when the patient went in for programming and tried to turn it on, it would ¿send them into a full body dystonia episode.¿ it was noted it went on for several months. They also felt electrical shocks in their head.